Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed rf pic failed self-test. Customer stated it occurs daily. The customer's blood glucose was unknown. Customer stated it did not alarm during the rewind/prime sequence. Customer declined to replace the insulin pump, wants to continue using the device that alarmed. Advised to call back if he would like to replace the insulin pump. The customer stated that he is already in the upgrade process and wait for the new insulin pump.